Event description:
The caller alleged discrepant results when compared with the lab results and the results are as follows: date: 2008; inratio: 1.1; lab 2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.1; lab: 2.7; mean: 1.9; confident limits: 1.3-2.7. As per internal procedure the inratio values are within the confident limits. The product will be investigated.